Manufacturer narrative:
The lot was manufactured from february 05, 2020 - february 06, 2020. H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date, "recently." The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during filling. The device was filled with 1500mg of meropenem. There was no patient involvement. No additional information is available.